Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator indicating an oxygen supply error alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested remote support for the v60 malfunction and onsite diagnostic evaluation. The expected performance of the device was normal ventilator operation without alarms; however, the device generated an oxygen supply error alarm condition. The current software version was requested but remains unknown at this time. Follow-up activities have been initiated. This investigation is ongoing.